Manufacturer narrative:
(B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found there was image noise (the subject could not be recognized) due to a charged-coupled device (ccd) unit failure; image noise (the subject was recognizable); scope mount looseness and rattling; camera cable scratching; camera cable flooded; switch discoloration; and video connector contact corrosion.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had disconnection (poor image). The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d10, as the information was inadvertently left off of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced at the repair department. However, it is likely that the noise image occurred as a result of a faulty charge-coupled device (ccd). The cause of the faulty charge-coupled device could likely be due to the water entering the inside from the scratched part of the cable. The event can be detected/prevented by following the instructions for use which state: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.